Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/31/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed advance and locked. Trace amount of viscoelastic was observed inside the cartridge. No assembly issues were observed. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck in the cartridge tip and overridden by the pushrod. The cartridge tip was observed cracked. The customer's reported complaint was verified. One of the probable causes could be the lack of viscoelastic observed in the cartridge. This might have caused resistance, leading the lens to get stuck in the cartridge and the pushrod to crack the cartridge. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a preloaded delivery system, model pcb00, was noticed bent when taken out of the box. No patient contact was reported. No further information was provided.